Manufacturer narrative:
A returned product evaluation was unable to be completed as no product was returned. Multiple attempts were made to obtain further information and device return for investigation; however, no response was received. Device history record was reviewed for this lot and no nonconformances were related to this event, therefore supporting the device met material, assembly and performance specifications. Root cause for this complaint cannot be confirmed.

Event description:
Copy of MDR and letter received october 30, 2018 from hospital site. Patient was to have heart cath. Access to right femoral artery. 4f micro-puncture introducer inserted on wire, scalpel was used to widen insertion site, proximal half micropuncture sheath removed from wire noting distal portion of sheath remained in the femoral artery. We were unable to retrieve distal portion of sheath. Vascular surgery consulted and took patient to the or to retrieve sheath. Patient remained stable throughout the incident and patient admitted to hospital.